Event description:
It was reported that during a total laparoscopic hysterectomy, the tip of ultrasonic surgical device broke, and the device displayed a u504 error code. The probe fell into the patient¿s body and was immediately retrieved with the instrument. The procedure was completed with a backup device. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the reported event is inferred to have occurred through one of the following mechanisms. <contact with a surgical instrument> 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from scratch and probe damage error(u504) occurred. 3. The probe broke off when added load. <contact with non-insulated area of grasping section> 1. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from scratch and probe damage error(u504) occurred. 5. The probe broke off when added load should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information was received from the customer.